Event description:
It was further reported that during the course of hospitalization, the patient's word finding ability improved and she was able to ambulate with a walker. Nih stroke scale performed 1 day post index procedure was 9; 1 for loc, 1 for facial palsy, 1 for right arm, 2 for left leg, 2 for right leg, 1 for sensory, 1 for dysarthria. A CT of head without contrast performed on 1 day post index procedure revealed an old region of encephalomalacia in the left temporal lobe and patchy areas in the posterior left parietal lobe. Extensive chronic deep white matter ischemic change without convincing acute intracranial hemorrhage, mass effect or hydrocephalus. Nih stroke scale performed 5 days post index procedure was 4; 1 for best gaze, 3 for right arm. The event of cva was considered resolved without residual effects 32 days after onset.

Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-02776. It was reported that during a carotid artery stenting treatment procedure, the patient experienced bradycardia, hypotension and a left cerebral vascular accident (cva). The 85% stenosed and 12mm long target lesion was located in the severely calcified left bifurcation of the common carotid artery with a 5.0mm reference vessel diameter. However, according to source documents, the lesion was "nearly entirely stenosed". Prior to treatment of the target lesion, a pacer wire was advanced into the apex of the right ventricle for ventricular pacing during the procedure. Multiple attempts to engage the target vessel were unsuccessful. The 5th attempt was made with a jb2 shaped non-bsc guide catheter. Using a "push-pull" technique, it was able to engage the left common carotid artery. The filterwire ez 190cm embolic protection system was advanced. The wire passed the heavily calcified carotid bulb, but the basket section would not cross. A non-bsc 0.014 buddy wire was used, but it would still not advance. A 2.0x15mm apex balloon was advanced on the non-bsc buddy wire and the lesion was predilated. The filterwire still would not advance, so the apex balloon was inflated a second time, at which point the filterwire was able to be fully advanced, the non-bsc buddy wire removed, and the filter basket deployed. While preparing to predilate the lesion again, the filterwire basket migrated proximally to the lesion and could not be re-advanced. The basket was retrieved using a retrieval sheath. The tip of the device was examined and "deemed unusable". A second filterwire ez 190cm embolic protection system was used, but also had difficulty advancing. The non-bsc buddy wire was again used and the filterwire was able to be advanced and deployed in the target vessel. At this time a 3.0x20mm sterling balloon catheter was advanced for additional predilation. After a 3-4 second inflation, the patient developed bradycardia, hypotension and neurological changes. It was reported that the patient became obtunded, was unable to vocalize and had upper extremity posturing. The event was treated with further volume administration, a dopamine drip, hespan administration, and 100mcg boluses of neo-synthephrine as well as a non-rebreather mask. The patient's hemodynamics improved moderately, and a 8x29mm, 5f, 135cm carotid wallstent was successfully deployed followed by post dilation using a 5.0x30mm sterling balloon catheter resulting in 20% residual stenosis. However, according to source documents, the residual stenosis was estimated to be 45%. The filterwire was captured with the retrieval sheath and brisk flow was documented in the target vessel. The posturing resolved and the patient was able to vocalize with noted dysphasia. The patient moved her right upper extremity on command, although weakened, and required extensive further hemodynamic monitoring and treatment post procedure. The pacer wire was left in place and patient was put on a neo-synephrine drip and transferred to the intensive care unit for further management. The events of bradycardia and hypotension were considered resolved without residual effect and the patient discharged 5 days later. The event of cva is considered unresolved. It is the opinion of the physician that the events of bradycardia and hypotension are possibly related to the second filterwire and "highly probable" that they are related do the procedure.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).